Manufacturer narrative:
Patient information was requested and the information was not provided.

Event description:
The manufacturer's field service engineer (fse) reported that while servicing the ventilator, review of the device diagnostic log indicated an air motor error (4019).the customer reported there was patient involvement with no harm to the patient.